Manufacturer narrative:
Additional information in h6. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of an effluent sample bag was disconnected from the connector. This was observed prior to patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.